Event description:
Account alleged siderail not latching.

Manufacturer narrative:
Technician found a sticky substance in siderail latch mechanism. Technician removed, cleaned, lubricated, and replaced siderail latch mechanism to resolve.